Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during drain. The home patient (hp) was connected at the time of the alarm. The hp disconnected and then reconnected. A baxter technical service representative (tsr) explained the alarm to the hp and assisted the hp to cycle the hc machine to clear the alarm. The tsr advised the hp to contact their pd nurse (pdn) to let pdn know about the occurrence of the air in line alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This report is a system error 2240 alarm. During troubleshooting it was reported that the home patient disconnected without using proper procedures and then reconnected. This is a known cause of this alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the product family label will be conducted. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.